Event description:
It was reported that during a percutaneous intervention (pci) procedure, the guidewire became stuck in the vessel. The 100% stenosed lesion was located in the calcified, moderately tortuous left anterior descending (lad) artery. The physician advanced a rotawire ex support guidewire to the distal portion of the lad and became stuck in the vessel and then kinked. The physician administrated nitroglycerin to dilate the vessel and was able to remove the guidewire. The physician used another of the same device to complete the procedure. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).